Event description:
It was reported that during a stenting treatment procedure to dilate a calcified, 75% stenotic lesion in the left bifurcation of the carotid artery, removal difficulties were encountered. Using a 7 fr guider catheter the wallstent was advanced to the target lesion and successfully deployed. The physician was removing the delivery device when the outer sheath became caught in the tuohy-borst valve and detached. The guide catheter and delivery device were removed simultaneously. The detached material was located inside of the guide catheter. The patient is reported as "excellent" following the procedure; no injury or complications were reported.